Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that inappropriate anti-tachycardia pacing was delivered due to undersensing and diminished p-waves on the right atrial (ra) lead causing the device to detect an episode of atrial fibrillation (af) with rapid ventricular response as ventricular tachycardia (vt). Additionally, the implantable cardioverter defibrillator exhibited a power on reset (por), and the parameter values remain unchanged. Both the ra lead and ICD remain in use. No patient complications have been reported as a result of this event.